Event description:
It was reported by the user facility that the saline bag back-filled during recirculation. There was no pt involvement. Customer did not reuse dialyzer and replaced v43, air separator and loading regulator. The biomed tech was unable to replicate the issue and the machine was returned to service.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.